Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) xiitp4313, (osseotite tapered certain prevail implant 4/3 x 13mm) for evaluation. Visual evaluation was performed, the reported abutment was not returned for evaluation. The implant has signs of use with debris on its internal and external threads. No damage was identified with the drive feature. DHR review was completed for the subject lot number 2120019959. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120019959 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : damaged drive feature. A definitive root cause could not be determined. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The implants drive feature was not damaged. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported that low profile cannot be screwed and the implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of the event unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. E1: reporter name unknown / not provided.